Event description:
It was reported that three years six months post port placement, the port was allegedly leaked inside the patient. It was reported that the port was removed and replaced. Reportedly, the patient experienced pain but there is no information regarding the treatment. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 04/2020).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport duo MRI implantable port attached to a catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fluid leak and identified material protrusion issue as one of the two port septa(right) was noted to be partially dislodged from the port body and and upon infusing the port, leak was noted from the partially dislodged septum. Further during functional evaluation mandrel test was performed were right port stems failed the test as the black mark on the mandrel was not fully inserted within each lumen. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2020), g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that three years six months post port placement, the port was allegedly leaked inside the patient. It was reported that the port was removed. Reportedly, the patient experienced pain but there is no information regarding the treatment. There was no reported patient injury.

Event description:
It was reported that approximately three years six months post port placement, the port was allegedly leaked inside the patient. It was further reported that the port was removed. Reportedly, the patient experienced pain and extravasation but there is no information regarding the treatment. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport duo MRI implantable port attached to a catheter was returned for evaluation. Visual, microscopic visual, mandrel and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fluid leak and identified material protrusion issue as one of the two port septa(right) was noted to be partially dislodged from the port body and upon infusing the port, leak was noted from the partially dislodged septum. Further during functional evaluation both right and left port septum passed the mandrel test as the black mark was fully inserted into the lumen. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2020). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.